Manufacturer narrative:
Although requested, the reporter indicated that the lens is not available for evaluation. The device history record was reviewed and there were no discrepancies or unusual findings related to the reported issue. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. No corrective action is necessary at this time. This report encompasses the investigation for the patient¿s left eye. The investigation activities for the patient¿s right eye will be captured in MDR report 0001313525-2019-00147.

Event description:
It was reported that the surgeon had a patient who developed z-syndrome of the left eye a few months post implant with an accommodating intraocular lens (iol). The patient underwent surgery to explant the lens. The lens was replaced with a standard monofocal iol, and a capsular tension ring (ctr) was also inserted. Yag was also performed approximately one month post lens exchange. The surgeon who performed the explant and replacement was not the surgeon who performed the original implant. The patient noticed a gradual decrease in her vision, and asymmetric vaulting was first observed approximately three months post-implant. The original procedure was not complicated in any way, and the iol optic was clear and free of debris/deposits. No capsular tears or zonal weakness reported. The size of capsulorhexis was approximately 7 mm and well centered. Capsular tension ring not used during initial implantation. No difficulty with cortical removal and all the cortical material was removed entirely. Iol was rotated at least 90 degrees after implantation in the bag. Both and anterior and posterior capsules polished. Viscoelastics were used. The orientation of the iol (i.e. Axis of alignment) was vertical. Posterior capsule opacification was observed in the right lens, and capsular fibrosis or striae was observed but was not treated. No other difficulties or complications with any aspect of the initial implant surgery were reported. It was reported that a usual amount of inflammation was observed in the anterior chamber. The surgeon recommended that the patient use prednisolone + ketorolac for one month. Patient was co-managed, so the surgeon is unsure if this happened. The patient did not have any other post-operative issues. Patient doing well clinically.